Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, fluoroscopy imaging showed that the right ventricular lead had externalized conductors. The lead was explanted and replaced. The patient was recovering post-procedure.